Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. N/a (pt did not have equipment with them) the reason for call was for the last 3 days or so the recharger was heating up on the patient. Patient did not have the recharging cord with them at the time of the call. Patient will call back when they have access to the cord. No symptoms were reported. 2024-08-13: case reopened and reassigned to send email to repair and add secure note. Pt called back with recharger to get replacement. Agent collected sn and sent email to repair to replace recharger.